Event description:
It was reported the catheter was being placed into the patient's right basilic vein at the bedside. The stylet was calibrated and the flush test was done. The clinician obtained great doppler and p-waves, so was able to get a blue bullseye. The clinician put the patient's arm down and then tried to identify the right atrium. They kept inserting the PICC and it stayed on blue bullseye and never changed. She even pulled back 5cm and the console still gave her a blue bullseye. The catheter was placed successfully and a chest x-ray was taken which showed the catheter was approximately 1cm into the right atrium. There was no delay in treatment and no patient death or complications reported. It was noted when the clinician and sales rep watched the playback, the playback only showed a flicker of the blue bullseye and showed that it ended on a green symbol.

Manufacturer narrative:
(B)(4). The device will not be returned.